Event description:
On (B)(6) 2010, a spontaneous report was received from a physician regarding a (B)(6) male who received an injection of restylane (cross-linked hyaluronic acid dermal filler) and an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included no allergies and previous treatment with unspecified hyaluronic acid (ha) fillers; the pt's last treatment was on an unk date (reported as "2 years ago" from the date of this report). The pt's skin type was not reported. Concomitant medications were not reported. The pt received a deep intradermal 1.0 ml injection of restylane on (B)(6) 2010 (0.5 ml bilaterally to the nasolabial folds) and a 1.0 ml injection of perlane on (B)(6) 2010 (0.7 ml to the left upper lip region and 0.3 ml to the left lower lip region). The needle was not changed between the left and right side. The pt's skin was prepared with softasept n (alcoholic skin disinfectant) prior to the implantation. Additional procedures performed at the time of implantation were not reported. On (B)(6) 2010, after the implantation, the pt experienced swelling redness of the whole right side of the face, fever and an elevated c-reactive protein (crp). The pt was treated with erythromycin. Between (B)(6) 2010, the pt received treatment with several drainages and irrigations of the implant site abscess. On (B)(6) 2010, a "smear test" showed apathogen streptococci as normal oral germ. On an unspecified date in 2010, a second culture was negative. The antibiotic was changed to unacid (sulbactam). On (B)(6) 2010, the pt again experienced swelling of both face sides and signs of phlegmon. Incision and drainage of both cheeks was performed. On (B)(6) 2010, the pt was hospitalized due to increased swelling and signs of phlegmon at the implant site. Treatment included revision of the cheeks in general anaesthetics and 4 easy flow drainages. The pt was discharged from the hospital on (B)(6) 2010. The pt was treated with unspecified antibiotic treatment from (B)(6) 2010. On (B)(6) 2010, the pt experienced a recurrence of phlegmon on the right face site and was treated with unacid 1500 mg/day, incision of the right cheek, expanded revision and drainage. Between (B)(6) 2010, treatment included several more drainages in the right side face area and further antibiotic treatment. On (B)(6) 2010, the pt continued to have right side swelling under the eye and over the zygomatic arch and left visible tissue defects with palpable scars. The pt again underwent drainage and further antibiotics. Treatment was ongoing. On (B)(6) 2010, the pt was again hospitalized due to recurrence of the previous symptoms. No additional info was provided. The lot numbers for restylane and perlane were reported as 10223 and 10219, respectively. The expiration dates were not reported. The expected date of a follow-up report was reported as (B)(6) 2010. The other suspect medical device identified in this report, restylane, has been reported as mrn # 2032896-2010-00023. Manufacturer's preliminary comments: available medical info indicates infection as the probable cause of the pt's condition. The instruction for use includes info about infection. No increased trend has been identified for lot numbers: 10223 and 10219. A batch record review has been initiated. No corrective action will be performed at this time.

Manufacturer narrative:
PMA 510(k): p040024.